Event description:
The catheter separated from the hub while withdrawing the catheter and could not be found. The physician wanted an x-ray performed on the pt's hand and forearm to attempt to locate the catheter. The x-rays were completed on (B)(6) 2011 and did not confirm that the catheter was in the pt. Later, when the room was swept, the catheter was found on the floor.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).